Manufacturer narrative:
Date of event: this event occurred between (B)(6) 2022 to (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: august 31, 2021 - september 01, 2021. H10: three (3) devices were received for evaluation. Unaided eye visual inspection along with magnification was performed which observed a white polymeric appearing particle loosely on the wall of the interior wall morphologically consistent with fill port material of one (1) sample and one loose black polymeric appearing particle loosely on the interior wall of another sample. The black polymeric particle was further analyzed using stereomicroscopy then fourier transform infrared (ft-ir) spectroscopy which was found to be a fragment of a degraded carbohydrate. The reported condition was verified in two (2) samples; however, not verified in the remaining sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.